Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad broken. It was reproduced during evaluation by troubleshooting the device and observed intermittent keypad functionality. It was found to be caused by a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a broken keypad, the key #1 does not work properly. There was no patient involvement. No additional information is available.